Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead had chronically elevated thresholds.

Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had noise that was reproducible with isometrics and there was a fall in atrial lead impedance. This occurred after the device change-out procedure several months ago. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.